Event description:
It was reported, that the battery gauge was fluctuating. Resulting in pump shutting down. The customer's blood glucose was 100 mg/dl. A pump replacement was sent to resolve the issue.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.